Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced a change in her stimulation coverage. Reprograming was unable to resolve the issue. X-rays revealed the lead had migrated. Surgical intervention will be taken at a later date to address the issue.

Event description:
Follow-up information revealed the patent underwent surgical intervention wherein the lead was explanted and replaced. The lead was also relocated. Reportedly, effective therapy was regained following the procedure and the issue is resolved.